Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited cassette not properly attached alarm. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No disposable, high pressure and upstream occlusion sensor alarm messages after pump starting were found in the pump's event history logs. Visual and functional testing were performed. Fluid ingression found on pump by the chassis base of the downstream occlusion sensor and upstream occlusion sensor which possibly caused the reported issue. The reported issue could not be duplicated during the investigation; however, the downstream occlusion sensor was replaced as preventative measure.